Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with instructions to reset the pump, which resolved the malfunction, and the same issue did not recur after resetting. The customer was advised to continue using the pump and to reach out if the malfunction reappeared, which the caller acknowledged.